Event description:
Home patient reported a leak with the transfer set. Rn reported "set wasn't screwed on adequately" to the pt line. Rn reported home patient "reconnected himself" with no resulting injury. Per rn home patient was treated with 1 gm kefzol x 1 and 60 mgs gentamicin x 1 as a precaution. Rn reported user error contributed to event.